Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was no atrial pacing during a non-sustained high rate episode. It was also learned the patient is deceased and the physician stated the event was not associated with the death. No other information is known at this time.